Event description:
It was later reported that the patient experienced epileptic activity. The cause of the event was sepsis. The seizures were not related to the device or therapy. No troubleshooting, interventions or other actions were taken, as they were not necessary. It was also indicated that a patient death occurred. It was indicated that the patient death was not considered to be device-related. The patient expired at her long-term care facility after acute hospitalization, and the decision was made to move the patient to hospice care. The device system was used to deliver gablofen.

Event description:
On (B)(6) 2014, the patient was admitted to the hospital due to seizures. The pump was not alarming; however, the healthcare professional wanted the pump checked. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).